Event description:
Sorin group (B)(4) received a report that the touch screen of the s 5 double head pump was unresponsive during priming. The pump was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during priming. The pump was not used for the procedure. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.